Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to it presenting undersensing, no cause was established and no issues were reported to have arise due to the undersensing. A new device was implanted. No additional patient effects were reported.